Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl and was treated with changing the entire and even battery, and reservoir. It was reported that the customer was asleep when the battery went dead. It was reported turned off sensor on the insulin pump. The customer suffered from dementia. The blood glucose later decreased to 267 mg/dl. The customer visited the hospital and his doctors changed the settings. The device will not be returned for analysis.